Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for major bleeding in the lower gastrointestinal (gi) tract. They were transfused 8-16 units (one unit = 140 ml) of red cell concentrate per 24 hours. They were on warfarin, cilostazol and epadel at the time of the event. Their anticoagulants were adjusted and they had an esophagogastroduodenoscopy (egd).